Manufacturer narrative:
The service was performed by a third party at the site. No repair information available to ge healthcare. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported low agent output causing light anesthesia resulting in the patient waking up during a procedure. The unit was replaced and case resumed. There was no report of patient injury.